Manufacturer narrative:
According to the customer, after applying the ice pack for "groin pain" for "a little while" to the "left side" of the groin on (B)(6) 2025 he felt a "burning sensation", and the skin "looked like a huge blister (bubbled up skin)". The customer reported that the following day the "top skin was gone", and there was "raw flesh with a hole". The customer reported he visited his physician and was prescribed "antibiotics and cream". The customer reported that the skin is now a "purple looking scar", and the doctor stated, "it was frost bite and that there will be permanent nerve damage in that area". No additional details are available related to the customer reported issue. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, after applying the ice pack for "groin pain" for "a little while" to the "left side" of the groin on (B)(6) 2025 he felt a "burning sensation", and the skin "looked like a huge blister (bubbled up skin)". The customer reported that the following day the "top skin was gone", and there was "raw flesh with a hole".